Manufacturer narrative:
Unit received with scratched on display window. Unit had battery tube corrosion due to battery explode. Also, unit had blank display due to corroded inside the battery tube.

Event description:
The customer reported via phone call that a battery exploded inside the insulin pump. Caller stated that she had been receiving failed battery tests. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.